Event description:
It was reported that noise episodes were noted on the pacemaker. Right ventricular and atrial lead damage was suspected; however, x-ray results showed no damage. The patient was followed up in clinic and noise episodes were still present. Patient was in stable condition and is scheduled for lead revision. Related manufacturer reference number: 2017865-2022-05289. Related manufacturer reference number: 2017865-2022-05291.

Event description:
New information received states that the atrial and right ventricular leads were explanted on (B)(6) 2022. During the procedure, insulation damage was noted on both the leads. The pacemaker remains implanted. Patient was stable during and post procedure.